Manufacturer narrative:
Per tandem's user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared multiple occlusion alarms. The customer cleared alarms without changing supplies as the customer was working at the time of the occlusions. The customer's blood glucose (bg) elevated to 360-505 mg/dl. Customer attempted to resolve bg by bolusing via the pump and performing a supply change. The customer was taken to the emergency room (ER) at 2:00 am on (B)(6) 2020. A healthcare provider identified high ketones as dangerous. The customer was treated with intravenous (IV) insulin, fluids, and magnesium. The customer was later admitted to the hospital and was treated with IV fluids of saline and insulin, and a magnesium drip which resolved bg. The customer was discharged on (B)(6) 2020 with no permanent damage. Tandem customer technical support (cts) performed a pump system check and found the pump to be functioning as intended. Additionally, the customer had been using supplies for 3-4 days and cts reminded the customer this was off-label.